Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged critical pump error (open book image), flashing medtronic logo and crack on the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884 and mmt-6101. Troubleshooting was performed. Pump shows signs of damages. Customer confirmed of using correct battery cap to the pump. Pump functionality has been affected and no retainer ring damage observed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. Product return is not applicable for non- physical device mmt-6101.

Manufacturer narrative:
Unit received with flashing medtronic logo display due moisture damage on the pcb1 board and pcb2 board. Was unable to verify critical pump error or download to thump due to flashing mdt logo display. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to flashing mdt logo display. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case corner of the belt clip rails near the battery compartment, faded serial number label, and partially broken retainer. The p-cap/reservoir does lock properly. Was unable to verify critical pump error due to flashing medtronic display after battery installation. Confirmed flashing medtronic logo display due moisture damage on the pcb1 board and pcb2 board. Confirmed damage located at the battery compartment and retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.